Manufacturer narrative:
Concomitant medical products: product ID: 3998, lot#: va055f0, implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for non-malignant pain reported they had no pain coverage since they were implanted so they were working to figure out what the issue was. An x-ray was performed which determined the lead moved resulting in a revision on (B)(6) 2016.

Event description:
Additional information was received from the patient. It was reported that the lead in the neck was forming a hump. No trauma/falls were reported that could have been related to the issue. The implant was noted to have been done in (B)(6) of 2016 when they put the leads in the neck. When she leaned back, the lead created an arched hump at the bottom of the neck. The hump could be felt and seen under the skin by the patient's sister. The issue began in (B)(6) of 2016, about a week prior to (B)(6) 2016. Additional information was received from a manufacturer representative (rep). It was reported that the rep learned any information regarding the patient the day of the lead revision on (B)(6) 2016. Additional information was received from the patient. It was reported that the doctor said that sometimes the leads just move when they are in the neck. The patient had three consults with her programmer with no results. The patient's doctor found out that the lead had moved by doing the x-ray.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.